Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. It was noted that the arctic sun device was failing calibration for error 80 (water check time out - unable to reach calibration temperature). A check of t4 showed it was at 7c. I stated this was indicative of a failed mixing pump. I discussed repair options with him, and he stated that he would discuss repair options with management. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 80 (water check time out - unable to reach calibration temperature).